Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System is operating as intended.

Event description:
Customer reported the system intermittently will not boot. No pt injury was reported.